Event description:
Distributor contacted dexcom technical support on (B)(4) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal for about 2 hours and 50 minutes. Distributor did not report any injuries or medical intervention at the time of contact with dexcom technical support.